Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that the lancing cap was missing with her system kit. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on (B)(6) 2010 at around noon was when she noticed that the cap was missing and the control solution was also missing. It is unknown whether the patient still attempted to test her blood glucose with just using the lancing device. Approximately one week later, the patient developed lack of sleep and also had an increase in thirst. The patient did not seek any medical attention or contact her physician for assistance. While troubleshooting, the customer care advocate (cca) mentioned that the cap and the control solution was not missing and that had to be purchased separately. The product was replaced. No further clinical information was provided. It would have been helpful to verify whether the patient attempted to test her blood glucose without using the lancing device cap or the control solution. It would have also been helpful to know the patient's diabetes regimen. The complaint is being reported since the patient alleged that because she did not having the lancing device cap or the control solution, she was unable to test her blood glucose and a week later developed symptoms of increase in thirst.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.